Manufacturer narrative:
Batch reviews performed on 20 march 2017. Lot 160118: (B)(4) items manufactured and released on 05 april 2016. Expiration date: 2021-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 5 left, code 02.07.1205l, lot. 162180 (k090988) (B)(4) items manufactured and released on 30 may 2016. Expiration date: 2021-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 5/11 mm left, code 02.12.0511fl, lot. 154749 (k140826) (B)(4) items manufactured and released on 14 december 2015. Expiration date: 2020-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 4, code 02.07.0036rp, lot. 164135 (k113571) (B)(4) items manufactured and released on 21 september 2016. Expiration date: 2021-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to signs of infection. The pathogen is staphylococcus aureus. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully. X-rays and explants are not available.